Manufacturer narrative:
Continuation of d10: product ID 3888 lot# 0206011937 serial# unknown product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3888, serial/lot #: unk nown/(B)(6). H6: codes apply to the lead. G2. Foreign: united kingdom. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the lead exhibited high impedance on contact 14, with a device interrogation showing a reading of 35,750 ohms. The device was not in use at the time due to a battery change. No symptoms or complications were documented. The issue was addressed by reprogramming the system to avoid using contact 14. At a subsequent appointment on (B)(6) 2025, device interrogation showed that electrode 14 had a reading of 1,670 ohms and the issue had resolved. No patient complications have been reported as a result of this event. Additional information was received. Implant date confirmed as well as the lead information. It was confirmed the ins listed in this event was the correct device. The ins battery has not been replaced. It was confirmed the device was not in use at the time, has not been explanted or replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the clinical team. It was clarified that the ins in use was the one implanted on (B)(6) 2023. Additional information received from the clinical team reported that the cause of the high impedance was unknown.